Event description:
It was reported while using bd discardit ii 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: a nurse reported a problem during an injection with a 10ml bd discardt ii syringe. There was a partial leak of product from the plunger while injecting the patient.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 309110 and lot number 2211103. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. Upon review, the retained samples did not display any signs of leakage. Based on the provided feedback, it is possible that the reported leakage resulted from damage in the plunger component. If this incident were to reoccur, we would greatly appreciate the opportunity to review the affected sample.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: a nurse reported a problem during an injection with a 10ml bd discardt ii syringe. There was a partial leak of product from the plunger while injecting the patient.